Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the trial procedure high impedances were observed on multiple contacts of the trial lead. New trial cables were tried with the same results. The lead was replaced and the issue was resolved. The procedure was extended approximately 5 minutes.